Event description:
I purchased a package of levemir flexpens to inject insulin for my diabetes. Because novo nordisk does not provide clear information on the package itself about storage of the pens when they need to be refrigerated and when not I made errors that cost me all that I spent on the package. I complained to novo nordisk, but they told me the info was inside the package. This is disingenuous, since it is very small print and the end of a multipage insert and will easily be missed by a patient. Novo nordisk needs to be made to put the storage information on the outside of the package where it can be easily read by the patient, and not half hidden inside the package.